Event description:
Eri alert was confirmed via remote monitoring on (B)(6). Serial no is eligible for filed safety notification on march 2021. Physician discussed with patient and decided to replace on (B)(6). Should additional information be received, this file will be updated.